Event description:
The instrument would not release, jaws were locked and handle could not be opened while sealing tissue. Instrument did release after dividing the sealed tissue. Another ligasure device was used to complete the procedure. There was no report of patient injury procedure: lap diagnostic.